Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/23/2020. Additional information: d10, h6. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch pbbbltt0; manufacturing date: 02/01/2019; expiration date: 01/31/2022. A manufacturing record evaluation was performed for the finished device vcp352h; pbbbltt0 possible lot number, and no non-conformities were identified. Additional h3 investigation summary: it was received for analysis eighteen unopened samples of product code vcp352, lot pbbbltt0. The complaint sample was not returned for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this reported event / procedure? 3. The following information was requested but unavailable: lot #? Note: the events have been reported in mw # 2210968-2019-91331, 2210968-2019-91332, 2210968-2019-91333.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle came off the strand. It happened to several sutures from the same box. There were no adverse patient consequences reported.